Event description:
Patient tested 2.1 inr on the coaguchek xs system and 1.39 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.